Event description:
It was reported via repair work order that the cot has a bent crossbar, a missing cross tube spacer, a bent upper release link, and torn lift here labels. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.